Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred in the inferolateral left ventricle. Mapping of the left ventricle was completed and the ablation catheter was advanced through the large curl sheath and therapy was started in the left ventricle. After therapy was delivered, the patient became hypotensive and an intracardiac echo revealed a pericardial effusion and the procedure was aborted. A pericardiocentesis was performed which stabilized the patients blood pressure, however, the patient was transferred to surgery. The patient's status is currently unknown.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.